Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed device history record (DHR) review: it was confirmed that this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation was concluded as failure to follow instructions based on a review of the event details, available information, and product records. The motor drive unit (mdu) was reported to be on during device insertion, which is contrary to the IFU and may have contributed to the reported decrease or loss of image quality. The IFU also provides specific instructions regarding catheter flushing and handling to prevent air introduction into the system. No issues were identified with the IFU content, translation, wording, or graphics.

Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel. An opticross hd imaging catheter was advanced for the ultrasound examination of the target lesion. There was no problem with the image during preparation; however, during insertion, the image was lost, it suddenly went black. It was noted that air ingress had not been removed during the preparation flush. The procedure was completed using another device of the same model, with no adverse patient outcome reported.